Event description:
This customer reported a failure to discharge with this defibrillator. They switched to a different defibrillator to deliver therapy. There was no impact to the involved pt. There were no ECG strips or event summary available for review.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge with this defibrillator. They switched to a different defibrillator to deliver therapy. There was no impact to the involved pt. There were no ECG strips or event summary available for review. The device was evaluated locally and the reported symptom could not be reproduced. The device passed all performance verification testing. We are unable to determine the cause of the reported symptom as it could not be duplicated.